Event description:
The customer complained about particles in biotestcell a1 and b and false positive reactions in reverse typing of previously known a positive pts. The customer had returned neither the supposedly defective product for quality control nor the pt sample that had caused false positive results. Our quality control laboratory therefore tested the retained sample of biotestcell a1 and b with different samples of several blood groups. All samples reacted correctly positive and negative. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell a1 and b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. This is our combined initial and final report on this incident.

Manufacturer narrative:
(B)(4).